Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent was implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. There was no reported device malfunction. The instructions for use (IFU) identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that stent-assisted coiling of a supraclinoid left internal carotid artery aneurysm was performed. The patient was premedicated with dual antiplatelet therapy (aspirin and clopidogrel). Heparin was administered following sheath placement and at one-hour intervals (9000u total). The lvis stent was successfully deployed without incident and coils were implanted in the aneurysm. Angiograms taken after coil placement demonstrated a subtle filling defect suggestive of acute in-stent thrombosis in the distal cavernous left internal carotid artery (lica). A 180 mcg/kg IV bolus of eptifibatide was administered. After ten (10) minutes, a repeat angiogram noted nearly complete clot lysis. A 2 mcg/kg/min IV of eptifibatide was continued for twelve (12) hours to maintain stent patency.